Manufacturer narrative:
Clarification to h10 related report numbers: this is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-18346. Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, abbvie medical safety has determined that there is no malignancy on the left side. Hence unreporting the previously reported lymphoma-alcl-suspected. It was additionally reported that this left side device was ruptured, however the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient representative reported "patient with allergan textured breast prosthesis that currently has anaplastic large cell lymphoma and different health problems, with physical and psychological sequels". This record is for the left side. Pathology has been received, there was no malignancy indicated for the left side. It was additionally reported that this left side device was ruptured, however the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.